Event description:
Pt had an mr exam. Ten mins into the exam the pt squeezed the "call" button and stated the technologist that he was hot. He was told this was normal to be warm and asked if he was okay to continue. Pt stated he would continue. The exam was completed and the pt left. The next day the pt had called the site and asked if "burning and blistering" in the area of the scan were normal. Pt was instructed to call/see his family physician and asked if he would like to see/speak with the site's radiologist. The pt declined talking with the radiologist at this time and said, he was in the "paramedical field" and he had put some neosporin on the injury to keep it from getting infected. The pt came by the site three days later and the burn was confirmed on his anterior upper left leg about 5 inches below his hip/symphysis area.